Manufacturer narrative:
E1: patient city: (B)(6). Patient country: spain. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient went to an emergency room (ER) due to hyperglycemia on (B)(6) 2025 and got treated with insulin vial. Blood glucose level was 564 mg/dl at the time of the event and was caused by tape not sticking. Patient was found positive for ketones level and ketone levels were found to be 0.8. Patient also experienced symptoms of headache and irritability at the time of event. The length of hospitalization was less than 24 hours. No further information available.